Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ can you identify the lot number of the product that was used? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-05051, 2210968-2024-05052, 2210968-2024-05053, 2210968-2024-05054, and 2210968-2024-05055.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. During the case, six sutures from the same lot had the needle pop off the suture even though the suture used is not designed to be a pop off. They were able to complete the case without any patient harm and no needles got lost in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One opened sample along with seven empty foils and two empty labeled winding formers that pertain to product code j497 were received for analysis. Upon visual inspection, of the returned sample, the needle hole and swage area were noted with marks probably caused by a surgical instrument. In addition, the suture to be still attached to the barrel hole. Overall, no needle pull-off was observed. Besides, a needle pull strength test was not possible to perform according to suture length. The extreme of the suture piece was observed to be cut possibly caused by a surgical instrument. In addition, body fluids were noted along the strand. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.